Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed the reported deployment failure. Upon sample receipt, the stent was found to be partially released by using the trigger method. During the performed function test, the stent could not be released completely. During the examination of the inner grip components no device deficiency was identified that may have led to the reported event. Potential contributing factors to the reported event have been considered. Previous investigations of similar complaints have been reviewed. The reported event may be related to improper transport or storage of the product or rough handling of the device during unpacking or preparation. This type of event also may be associated with a difficult vessel anatomy or insufficient flushing of the delivery system leading to increased deployment force and subsequent damage to the handle. In this case, no details regarding the patient anatomy or the device preparation were provided. On the basis of the evaluation of the returned device and the information available, a definite root cause for the reported event could not be determined. The IFU states: "visually inspect the bard e-luminexx biliary stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment." And "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit." Also the IFU states: "during system flushing, do not use the system if fluid is not observed exiting the catheter at the distal tip after each luer port is flushed." Evaluation was completed. Correction: although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # k063532.

Event description:
It was reported that the biliary stent could not be deployed. There was no reported patient injury.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient, product, or procedural details.

Event description:
It was reported that the stent could not be deployed. There was no reported patient injury.